Event description:
Kcl rider hung at 08:10 set machine at guardrail under peripheral potassium chloride. Machine settings to be completed in 4 hours, 61.4 ml/hr. Rider completed at 10:35, 36 minutes early. No harm to pt.